Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) facility.

Event description:
It was reported that the right atrial lead exhibited a capture threshold of 3.0 v.